Event description:
It was reported that during an unknown procedure, when firing, the cartridge was higher than expected, and the knife did not move forward. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #973c20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one sr75 reload was received with no apparent damage and the reload had the proximal 20 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Also, the reload deck was noted to be damaged. The damage to the reload is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 973c20, and no non-conformances were identified.